Event description:
It was reported that during a right hemicolectomy procedure, the product was opened to clip a vessel, placed on vessel, clip deployed, product removed, clip opened up. Clip was removed product was inspected, appeared normal. Product tried again to clip vessel, same thing happened. Vessel was not excessively large, about 4mm. Surgeon had used the device before and was able to complete the procedure with another ligaclip. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any malformed clip issues. Upon functional testing of the device, the device fed three conforming clips and ejected the remaining seven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. No malformed clips were noted during evaluation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.